Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-03380. The pt rec'd 2 scs leads with different lot numbers. It was reported the pt is not receiving effective stimulation in her back. F/u identified at this point, the pt does not desire surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.